Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked lcd glass. Unable to perform displacement test and self test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was cracked. Blood glucose was 6.2 mmol/l. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.